Event description:
Additional information was reported that the cause of the patient's shocking was not determined. The patient's stimulation was turned up and the patient walked around with no shocking. The shocking was deemed to be resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-dec-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated they had a shocking sensation near their leads approximately 3 months ago. The impedances were within normal limits. The patient is currently not experiencing shocking. No further complications were reported. No additional patient symptoms were reported.